Event description:
The reporter claimed that the inner screw threads of the lag screw were stripped. Therefore, source was unable to thread it onto the inserter. This event did not cause an adverse consequence to the pt.